Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient correspondence: patient's wife contacted depuy stating her husband had to have two liner exchanges in his hip replacement. During the third surgery, they were unable to remove the acetabular component so the surgeon decided to cement the liner to the cup. The wound then became infected, requiring two surgical debridements and then wound closure in (B)(6) 2014. On (B)(6) 2015, patient underwent revision to address pain and a loosened femoral component and a new stem was placed. Following this surgery, the patient has had 4 dislocations since. Update 10/01/2015- follow-up attempts have been made to receive confirmation that depuy product was involved. At this time, there is no confirmation that depuy product was involved. Therefore, this does not meet the definition of a complaint (as we cannot assume depuy product was involved) and therefore the complaint is being voided. If we receive confirmation, the complaint will be updated at that time. Update rec'd 10/15/2015 and 10/19/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records following the revision on (B)(6) 2014 the patient underwent irrigation and debridements on (B)(6) 2014 to address infection. At that time no components were revised. On (B)(6) 2015 the patient was revised to address a loose stem and a low grade infection. Upon removal of the stem an episiotomy was done from the distal tip, extending approximately three inches proximally. At this time, the patient's femoral stem and head were revised. The stem and head are being reported for loosening and infection. The complaint was updated on (B)(6) 2015